Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1gm, start dose, ip, frequency and duration were not reported), amikacin injection (100mg, 1 bag per day, ip, duration was not reported) and meropenem injection (1gm, 1 bag per day, ip, duration was not reported) . At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available

Manufacturer narrative:
Additional information: upon follow up it was reported the same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was discharged. At the time of this report, the patient remained recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.